Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 46 mg/dl, 144 mg/dl, and 20 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
The customer experienced a power outage in the laboratory just prior to an instrument alarm appearing on the cobas integra 800. The customer replaced the f3 fuse and rebooted the analyzer. She smelled a burning odor and noticed the fuse holder appeared to be melted. No patients were involved in this event and no operators were harmed. The field service representative determined the f3 fuse cap was the cause. He replaced the f3 fuse assembly and observed proper analyzer operation.